Event description:
It was reported that patient underwent an ankle procedure on an unknown date. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to irritation. During the procedure, two screws were removed.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown, expiration date - unknown, date implanted ¿ unknown, the 510k number - unknown, manufacture date ¿ unknown.